Event description:
Complaint alleged that during biomed testing, the device was unable to discharge energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the reported malfunction was not replicated or confirmed. The customer received a replacement device.